Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 306 mg/dl. The patient reports upon removal of the pod from the infusion site (arm) the cannula was not visible in which indicates the pods cannula had not deployed upon initial activation. As treatment, the patient drank water, applied a new pod and administered correction boluses in the amount of .35 units of insulin. In addition the patient had increased their temporary basal by 55% for 30 minutes.